Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the the tip of the pipeline failed to open. The pipeline was not positioned in a vessel bend when the failure to open occurred; it was deployed in a straight segment of the vessel. No additional steps or devices were used to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pipeline embolization device, an unruptured fusiform aneurysm was present in the right v4 segment with a maximum diameter of 3.73 mm and a neck diameter of 5.25 mm, along with moderate vessel tortuosity. The distal landing zone was 2.5mm and the proximal landing zone was 3.25mm. The stent tip pushed against the basilar artery and opened poorly, exhibiting a flared opening shape after deployment of more than 50% of its length. The stent could not be retracted into the microcatheter after more than three attempts. The original device was replaced with another pipeline embolization device. Dual antiplatelet treatment was administered, and postoperative angiography showed satisfactory results. The procedure was ultimately completed successfully with the replacement device. The devices were prepared as indicated in the instructions for use (IFU). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis#: (B)(4): equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex device was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. The braid¿s distal end was not opened and frayed, while the proximal end was opened and frayed. The braid¿s middle part was fully opened. No defects were found on the pushwire, and no other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint was confirmed, as the returned pipeline flex braid¿s distal end was not opened and frayed. The root cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and damaged braid. In this event, the customer stated that the vessel tortuosity was moderate, and the device was not placed in a vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. The damaged braid may have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the tip of the pipeline failed to open. The pipeline was not positioned in a vessel bend when the failure to open occurred; it was deployed in a straight segment of the vessel. No additional steps or devices were used to open the pipeline.